Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced a keypad anomaly while attempting to bolus. It was reported that buttons did not respond. Customer received a button error. Customer's blood glucose was 17 mmol/l. It was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery test. The insulin pump was received with cracked reservoir tube lip, battery tube threads, minor scratched lcd window, and scratched reservoir tube window.